Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The patient was treated with injection vancomycin (1g immediately, frequency and route not reported) and intravenous injection piperacillin with tazo (4.5g twice a day for 14 days) for peritonitis. Dianeal therapies were ongoing. On an unreported date, the patient¿s fluid was clear and had recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.